Manufacturer narrative:
Pump powered up properly and no blank display noted. Pump received with normal operating currents. No damage found on the capacitor isolation tape noted. No moisture damage found on the keypad assembly, motor, battery tube and vibrator assembly however, moisture damage was found on the electronic assembly during visual inspection. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and reservoir tube cracked. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported falling into a lake while connected to the insulin pump. Customer's blood glucose was 190 mg/dl. The customer reported fluid was present under the lcd display. It was also found the customer had a blank display on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.